Event description:
Will not release. Customer reports that needle holder will not release. Note:outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.